Event description:
A titanium device was placed in pt's neck during disk fusion surgery. Within a couple of days after surgery pt started experiencing a rash on neck and shoulders. The rash has continued to spread over entire body. Pt has been through a 6 day and 12 day steroid treatment, with no success. Pt has tried numerous topical creams and ointments, also with no success.

Event description:
Add'l info rec'd from MFR 3/29/2005: catalog number of the subject device was not provided in the report rec'd. Synthes has been unable to obtain the catalog number. The lot number of the subject device was not provided. A medwatch report has been filed on this event.